Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported by manufacturer representative that they saw patient this morning that has an ins insitu. Patient has just been to kenya on holiday and after they arrived it wouldn't work and said that all data was lost. Patient contacted medtronic in kenya that advised they would need to go to south africa. When patient was seen this morning although, their implant needed charging however all the programs were there and rep just had to turn it on: all seemed ok. Rep asked patient to charge it and then let us know if it is working. Rep has asked tech services for insight on why this might happen and they explained when travelling to a country that abides by different daylight saving time rules, the ins will show a data is lost message. They explained how to resolve this issue too. No further intervention required, other than the patient going into the hospital upon return to UK.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient was currently on holiday in kenya and was seeing the message "data lost. Please contact your clinician" on handset. Patient will be in kenya for two weeks and quite uncomfortable.